Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during a procedure, a competitor guide wire became lodged within the left ventricular (lv) lead and was unable to be advanced or withdrawn. The lead was removed from the patient to make another attempt and the guide wire broke leaving a portion of the wire within the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)